Event description:
It was further reported that approximately 6mm of the tip detached inside the patient. The tip did not embolize. There was no attempt made to retrieve the tip, it remains inside the patient. The physician does believe that the tip remains in a location where it will not embolize. The medical treatment the patient was put on post-procedure was successful. The patient's current condition is stable, clinically free.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire tip fracture occurred. The patient presented with a non st elevation myocardial infarction that occurred 10 days prior to this procedure. Vascular access was obtained through the femoral artery. The physician was treating a 90% stenosed, 40mm in length, concentric shaped, de-novo lesion located in the mildly tortuous and non-calcified, 3mm in diameter, right coronary artery (rca). The lesion was pre-dilated with another manufacturer's 2x20mm balloon catheter resulting in 80% residual stenosis. At some point during the procedure, the radiopaque tip of a pt2 guide wire fractured inside a branch of the rca during withdrawal. The procedure was completed with the implantation of a 3.0x28mm promus stent in the distal rca and a 3.5x28mm promus stent in the proximal rca with no overlap. Post-dilation of the stents was performed. The patient was put on 15mg of plavix, aspirin, and aggrastat for 48 hours. There were no further reported patient complications. The patient status is listed as stable. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).